Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. The patient has a documented history of inappropriate shocks. The patient was brought to the clinic, diagnostic testing was performed, and reprogramming adjustments were made. The plan is to continue close monitoring. At present, the device remains in service, and no additional adverse patient effects have been observed.